Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fractured ceramic liner after 1 year of implantation. The surgeon would like the liner analysed by depuy for any reason this may have occurred. He has looked at immediate post-op xrays and can see the ceramic liner is not fully seated. It went on to fracture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = visual examination of the returned device and photos confirmed the reported material fracture. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot = the density of the insert was analyzed and found to meet valid specifications at time of production. The microstructures as obtained from the quality documents meet the requirements as specified at time of production. No indications of pre-existing material defects were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.